Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the bile duct for biliary drainage to treat a walled off necrosis during an endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) procedure performed on (B)(6) 2022. During the procedure, the puncture from the stomach to the bile duct was made without issue. However, during attempted deployment of the first flange, resistance was felt and the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent unable to deploy in the bile duct. Block h10: an axios stent and electrocautery-enhanced delivery system were returned for analysis. The stent was returned fully covered and undeployed. The delivery system was received in its original position. Visual examination of the returned device found the outer sheath kinked at the luer section. The tip showed evidence of electrocautery. Functional inspection was performed; the catheter passed through the luer without resistance and the stent was able to be deployed without problems. No other problems with the stent and delivery system were noted. Based on the available information, the investigation concluded that the reported event and the observed failure were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, and/or the technique used by the physician, limited the performance of the device and contributed to the reported event and the observed failure. Therefore, the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the bile duct for biliary drainage to treat a walled off necrosis during an endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) procedure performed on (B)(6)2022. During the procedure, the puncture from the stomach to the bile duct was made without issue. However, during attempted deployment of the first flange, resistance was felt and the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.